Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. The balloon is separated 15 mm from the tip and the distal section of the separation is pulled over the tip. Microscopic examination revealed buckling and stretching to the guidewire lumen approximately 47.5 mm from the tip. There is blood in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. No patient complications were reported.